Event description:
It was reported that pump did not keep time and battery depleted within 24 hours. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and no further actions were taken.